Event description:
A (B)(6) old male pt called in to zoll lifecor customer support to report that one of his batteries was not charging. Support issued the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the battery not being able to charge was a defective cell within the battery pack. Two of the three cells measured 3.956v and 3.957v, while the faulty cell measured only .104v. The root cause of the defective cell cannot be positively determined. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.